Event description:
The customer states that the hemoglobin control values, run on the cell-dyn 3200 analyzer, has large discrepancies. The customer observed the discrepancy when using the cd22 controls. This issue occurs through out the day and the customer has verified that the room temperature is within specifications with the use of the cell-dyn 3200 analyzer. There is no impact to the patient mgmt reported.

Manufacturer narrative:
This is an initial report. An investigaion is in process. A final report will be submitted when the investigation is completed.